Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant products: soundstar 8f catheter (model# unknown lot# unknown). (B)(4).

Event description:
It was reported that a patient, (B)(6), male, underwent an ischemic ventricular tachycardia procedure with a thermocool smarttouch bi-directional navigation catheter and suffered asystole, which required compressions. After all of the ablations were completed, as the physician was beginning to suture the access sites, it was noticed that the patient degraded to complete asystole. Per the physician's request, the 8f soundstar intracardiac echocardiogram catheter was reintroduced into the patient's body to visualize cardiac motion. Asystole was confirmed with an intracardiac echocardiogram catheter. No pericardial effusion was found. The ablation and mapping portion were completed without incident prior to the observed asystole. The medical intervention provided was compressions, the patient was resuscitated, and reported to be in stable condition. Extended hospitalization was required in the intensive care unit to monitor the patient post procedure. The physician did visit the patient the following morning and said he was fully recovered. The physician's opinion is the adverse event was caused by hyperkalemia after a bolus of potassium was administered.